Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing on all electrograms (egm). It was further reported that the right ventricular (rv) lead exhibited ventricular under-sensing and a polarity switch due to high undefined impedance. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.